Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the no image was broken r-unit (charged coupled device), and the most probable cause of the dent on the outer tube was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope which is an olympus asset with no reported complaint. During testing, the service team identified that the device had no image and dent on the outer tube. There was no patient involvement.